Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat right knee pain. Around (B)(6) 2024 the patient reported a "tugging" or pulling from the lateral side of the right knee. Surgical intervention took place on (B)(6) 2024 to release the scar tissue around the nalu device and reposition the implanted components.

Manufacturer narrative:
All original components remain implanted and in use. Surgical intervention took place due to buildup of scar tissue which was causing an uncomfortable pulling sensation for the patient. Releasing the scar tissue caused the existing device required repositioning.